Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 200 mg/dl. During troubleshooting, the customer received a no delivery alarm after disconnecting and reconnecting the tubing and reservoir. It was explained that the alarm was caused by a set/reservoir occlusion and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.